Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from october 28, 2022, to october 31, 2022. H10: one device was received for evaluation. A visual inspection noted fluid inside the bag that contained the unit which suggested a leak had occurred. The cause of leak was because the tubing line was partially broken at the solvent-bonded junction of the flow restrictor. The morphology of the end of the broken tubing and internal sites of the breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing causing the breakage to occur. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The device was filled with cytotoxic medication. This was discovered after filling, prior to patient use. There was no patient involvement. No additional information is available.